Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced syncing issues with the dexcom system. No medical intervention was reported. Additional event or patient information is not available.